Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose levels ranging between 400-1020 mg/dl, cause was unknown. Customer¿s bg was treated with insulin at the hospital and the customer was discharged on (B)(6) 2023 with no known permanent damage. The customer alleged that the pump was not delivering insulin properly. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level that ranged between 400-1020 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Customer's bg level was treated with insulin. Customer was released from the hospital on (B)(6) 2023. Reportedly the customer was getting multiple alarms stating insulin delivery was stopped. The customer reverted to an alternate method of insulin therapy.